Event description:
It was reported that a patient experienced a loss of therapeutic effect, acute pain, stimulation in "weird" places. It was stated that the patient had "a lot of sacral pain and discomfort" and that her back had been "really bothering her for the past couple of weeks." The patient had "tingling in her body the past couple of weeks." It was noted that the patient had numerous surgeries requiring plates and screws in her back and sacral area. There was no known accident of incident related to the event; however, the patient had been going to golf school for a week. The area of the symptoms was in the lower back-sacral area. The patient's status was reported as fair. No further information was reported. Further information has been requested and if received, a supplemental report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot # va009c5, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Follow up reported the patient received assistance from their doctor or medtronic representative and their concerns were resolved. It was noted the patient had appointments on (B)(6), 2012.